Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to pocket infection. The patient should receive a new system in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had received antibiotics. It was also reported that the helix of the right ventricular (rv) lead did not seem to retract fully but the lead was successfully removed with gentle traction.